Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation and information obtained by olympus, the foreign material was clogged at the biopsy channel. Additionally, olympus could not conclusively specify the cause of the foreign material remained in the device from the obtained information. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from biopsy channel. The event can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the colonovideoscope exhibited foreign material inside the instrument channel. It is unknown, when the issue occurred. There were no reports of patient harm associated with the event.